Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited out of range pace impedance measurements greater than 3000 ohms. It was noted that the patient was going to undergo a magnetic resonance imaging (MRI), technical services (ts) indicated that this system was no longer MRI-conditional due to the fractured lead. No adverse patient effects were reported. This rv lead remains in service.